Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump may have unexpectedly reset. Customer's blood glucose was 160 mg/dl. Customer reloaded the same cartridge to resolve the issue. Multiple attempts were made by tandem technical support to request customer upload pump data; however, pump data was not uploaded.